Event description:
It was reported that the pump had a motor rate sensor failure. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3. Date of event is unknown. Device evaluation: one device was received. A visual inspection the tamper seals removed and the power receptacle seal was broken. Nothing related to the customer reported problem was found during the review of the event history log. During the functional testing, a motor rate error was found during the occlusion test. The cause of the issue was found to be that the lead screw and both clutch halves were contaminated with black grease. The lead screw, both clutch halves and the clutch spring were replaced, as well as the plunger cable, power receptacle seal, battery, worm coupling, worm gear and stepper motor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.